Event description:
Device malfunction: none. Symptoms/ae: bradycardia. Time of ae: during and after the procedure. It was reported that during a right internal carotid artery stenting procedure, after stent placement, the pt became bradycardic and hypotensive. Treatment included atropine, neosynephrine, and dopamine. The pt remained alert and oriented. Two days postprocedure, the hypotension resolved; however, the pt remained bradycardic. Three days postprocedure, the pt was discharged to home. Although requested, there was no additional information provided. Study event.

Manufacturer narrative:
The stent remains in the pt. The lot number was provided. Bradycardia and hypotension are known potential adverse events, as listed in the rx acculink instructions for use. There was no device malfunction reported. A review of the finished device lot history record did not reveal any non-conformities, which could have contributed to this event.